Event description:
It was reported that the patient hadn't used his implantable neurostimulator (ins) for the past two years because the leads "dropped" and he experienced a burning sensation when the stimulation was on. The patient stated he tried to have reprogramming performed but the doctor didn't know how to reprogram the device and couldn't get in contact with someone who did. The patient was going to find a new physician who could help with his issues. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3777-60 lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted: product typ lead product ID 3777-60 lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted: product typ lead product ID 37752 lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted: product typ recharger product ID 37743, lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted: product typ programmer, patient. (B)(4).